Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "patient had a sigma revision knee done on (B)(6) 2017 at sibley memorial hospital by a surgeon. The patient was seen recently by another surgeon. She was unable to extend her leg. Xrays were taken and she has bony ingrowth around the poly, distal femur, and proximal tibia. Surgeon removed the poly to clean out the bony ingrowth. Replaced the poly with a smaller/cr poly." The product was not returned to depuy synthes, however photos were provided for review. See attachment (trent der.pdf). Visual inspection of the provided photographic evidence revealed there were no product problems observed with the device. Based on the provided evidence, the adverse event can be confirmed, however, there was not enough evidence that suggests the reported adverse event was due to a device non conformance. The overall complaint was confirmed as the observed condition of the tc3 rp tibial insert s2.5,15.0 would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
It was reported that patient underwent a left knee revision due to bony ingrowth preventing extension of the knee. Surgeon removed the poly to clean out the bony ingrowth and replaced the poly with a smaller/cr poly. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.